Event description:
A malfunction alarm was reported, identified by the code malf 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the malfunction code reappeared.